Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited the plastic distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that the foreign material could not be removed because reprocessing could not be performed properly due to leakage from the video cable. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.